Manufacturer narrative:
Novocure agrees with the treating physician that the event is not related to optune. Contributing factors for wound infection in this patient include concomitant bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information), concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. There were no reports of postoperative wound infection in the (B)(6) trial. There have been 27 previous reports of postoperative wound infection in the commercial program to date.

Event description:
Patient with recurrent glioblastoma began optune therapy with concomitant bevacizumab and lomustine (B)(6) 2017 as part of the investigator sponsored trial "enhancing optune therapy of recurrent glioblastoma using targeted craniotomy.". On may 29, 2017, the patient's prescribing physician reported that the patient had a post-operative infection requiring surgery. The prescribing physician described the event as a minor wound defect without clinical signs of infection. He noted that a small scab had been present in the patient's wound, immediately above the craniofix implant, since tumor resection surgery on (B)(6) 2017. It was also noted that the patient had skin atrophy due to radiotherapy. The patient's physician stated that the infection was not related to optune or the prior craniotomy per se; rather that it is a well-known complication of surgery. Optune, bevacizumab, and lomustine were paused until the patient's wound was healed and deemed free of infection.